Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the three following possible batch numbers: batch mcm303 manufacture date: 03/02/2018 expiration date: 02/29/2020. Batch mcz481 manufacture date: 03/01/2018. Expiration date: 02/29/2020. Batch mdz643 manufacture date: 04/13/2018. Expiration date: 03/31/2020. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: procedure] off-pump coronary artery bypass grafting [procedure date] (B)(6) 2018. [Patient demographics] the patient¿s initial is tf. She is 71 years old female and 52 kg in weight. [Current status of the patient] the patient is in the hospital. [Treatment plan] the chest incision is still opened about 3 cm, and vac treatment is still performing. [Other contributing factor] the patient has diabetes mellitus. [Allergic tendency/smoking habit] no. [Previous history/ medical history/ other diseases currently treated] diabetes mellitus. [Seriousness] not serious. [Reason of seriousness] the infection was not reached to the sternum. Were cultures taken of the foot wound, what were the results? Healed. Can you describe the appearance of the pds plus suture during second foot procedure? No information. What is the current condition of the patient? As of (B)(6), the patient is in hospital."

Event description:
It was reported that a patient underwent off pump CABG on (B)(6) 2018 and suture was used on lower limb. The patient developed redness, inflammation and wound dehiscence. A second procedure was performed, the suture was removed, and the wound was closed with non- absorbable suture. The wound of the leg was recovered after the re-suture. The tissue reaction of the foot has already healed. Additional information was requested.